Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete, a f/u report will be submitted.

Event description:
The customer reported that the knife blade trigger locked during the procedure. There was no pt injury. The device was returned to covidien and visual inspection discovered the webbing was protruding from the hinge.